Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that starting four months prior to the report, the patient¿s implantable neurostimulator would not turn on because the implantable neurostimulator was physically leaking into his body causing pain and inflammation. The patient also claimed that his ¿probes are detached¿ and need to be revised. The patient had exploratory fluoroscopy done to see what was done and the health care provider confirmed these issues. There were no further complications reported.